Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Device had intermittent button response due to flattened act button dome switch. Keypad connector was fully locked. (B)(4).

Event description:
Customer reported via phone call that the screen was scratched and it was unreadable. Customer's blood glucose was 150 mg/dl. Customer mentioned the act button was hard to press. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.